Manufacturer narrative:
Received 1 used silicone channel drain with the tubing. Visual evaluation of returned sample did not note any obvious defects. No suction was detected, water did not pass through the tube and drain channels. Under 10 x magnification an occlusion with adhesive between the drain and connector was found. The drain length was measured at 3.750" the reported event has been confirmed as a manufacturing related issue. The lot number is unknown, therefore the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the device was unable to drain. Another device was used to complete the procedure. After the sample was received at the manufacturing site, the drain was dissected from the connector-drain bonding for evaluation under 10 x magnification and occlusion with adhesive between the drain and connector was found.